Event description:
Veteran affairs puget sound health care system is completing inspections of all hospital bed and gurney surfaces per a national patient safety alert. The following was inspected: external cover, zipper, inside of cover, micro holes, failure-odors, internal materials, fire barrier. Surface found to be compromised: full surface area found to be compromised: external cover / fire barrier.